Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian cyst ("cyst on my life ovary the size of a baseball") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian cyst (seriousness criteria medically significant and intervention required), weight increased ("went from a (B)(6)") and pain ("thanks of surgery is on (B)(6) so painful"). The patient was treated with surgery. At the time of the report, the ovarian cyst, weight increased and pain outcome was unknown. The reporter considered ovarian cyst, pain and weight increased to be related to essure. The reporter commented: this case referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Weight increased." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case was received - reporter added. The following events were provided: ovarian cyst added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of erythema ("hand down to my side they get super red with bright white spot") and ovarian cyst ("cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced erythema (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful"), fatigue ("tired from essure") with somnolence and insomnia ("after removal I can't sleep") and was found to have weight increased ("went from a size 5 to 10 in jeans 128 ibs to 147"). The patient was treated with surgery (essure removal and ovarian cyst removal). Essure was removed. At the time of the report, the erythema, ovarian cyst, adnexa uteri pain, weight increased, fatigue and insomnia outcome was unknown. The reporter considered adnexa uteri pain, erythema, fatigue, insomnia, ovarian cyst and weight increased to be related to essure. The reporter commented: this case referenced with plaintiff case number : 2016-206164 cross referenced with plaintiff case number : (B)(4). It was reported that, "been so tired from essure all you did was sleep, now after removal hell I can't sleep. It's like I'm in my 20's again and don't ever go to bed" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received. Events tired and sleep was added. Event term was changed to "cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful". Erythema was marked intervention. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of ovarian cyst ("cyst on my life ovary the size of a baseball") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian cyst (seriousness criteria medically significant and intervention required), weight increased ("went from a size 5 to 10 in jeans 128 ibs to 147"), pain ("thanks of surgery is on (B)(6) so painful") and erythema ("hand down to my side they get super red with bright white spot"). The patient was treated with surgery. At the time of the report, the ovarian cyst, weight increased, pain and erythema outcome was unknown. The reporter considered erythema, ovarian cyst, pain and weight increased to be related to essure. The reporter commented: this case referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Event hand down to my side they get super red with bright white spot added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of erythema ('hand down to my side they get super red with bright white spot') and ovarian cyst ('cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced erythema (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful"), fatigue ("tired from essure") with somnolence, insomnia ("after removal I can't sleep"), musculoskeletal pain ("shoulder pain") and pelvic pain ("pain where coils located") and was found to have weight increased ("went from a size 5 to 10 in jeans 128 ibs to 147"). The patient was treated with surgery (essure removal and ovarian cyst removal). Essure was removed. At the time of the report, the erythema, ovarian cyst, adnexa uteri pain, weight increased, fatigue, insomnia, musculoskeletal pain and pelvic pain outcome was unknown. The reporter considered adnexa uteri pain, erythema, fatigue, insomnia, musculoskeletal pain, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: this case referenced with plaintiff case number : (B)(4) cross referenced with plaintiff case number : (B)(4). It was reported that, "been so tired from essure all you did was sleep, now after removal profanity I can't sleep. It's like I'm in my 20s again and don't ever go to bed" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Weight increased the following information was received from social media. Shoulder pain, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: pain where coils located were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of erythema ('hand down to my side they get super red with bright white spot') and ovarian cyst ('cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced erythema (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful"), fatigue ("tired from essure") with somnolence, insomnia ("after removal I can't sleep"), musculoskeletal pain ("shoulder pain"), pelvic pain ("pain where coils located"), polymenorrhoea ("2 periods a month") and genital haemorrhage ("I bled a yr and 3 months") and was found to have weight increased ("went from a size 5 to 10 in jeans 128 ibs to 147"). The patient was treated with surgery (essure removal and ovarian cyst removal). Essure was removed. At the time of the report, the erythema, ovarian cyst, adnexa uteri pain, weight increased, fatigue, insomnia, musculoskeletal pain, pelvic pain, polymenorrhoea and genital haemorrhage outcome was unknown. The reporter considered adnexa uteri pain, erythema, fatigue, genital haemorrhage, insomnia, musculoskeletal pain, ovarian cyst, pelvic pain, polymenorrhoea and weight increased to be related to essure. The reporter commented: this case referenced with plaintiff case number : (B)(4) cross referenced with plaintiff case number : (B)(4). It was reported that, "been so tired from essure all you did was sleep, now after removal (profanity) I can't sleep. It's like I'm in my 20s again and don't ever go to bed". ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Weight increased the following information was received from social media. Shoulder pain, pelvic pain female, polymenorrhoea, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Events added- polymenorrhoea, genital haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of erythema ('hand down to my side they get super red with bright white spot') and ovarian cyst ('cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced erythema (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful"), fatigue ("tired from essure") with somnolence, insomnia ("after removal I can't sleep") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("went from a size 5 to 10 in jeans 128 ibs to 147"). The patient was treated with surgery (essure removal and ovarian cyst removal). Essure was removed. At the time of the report, the erythema, ovarian cyst, adnexa uteri pain, weight increased, fatigue, insomnia and musculoskeletal pain outcome was unknown. The reporter considered adnexa uteri pain, erythema, fatigue, insomnia, musculoskeletal pain, ovarian cyst and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: this case referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). It was reported that, "been so tired from essure all you did was sleep, now after removal hell I can't sleep. It's like I'm in my 20s again and don't ever go to bed" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Weight increased the following information was received from social media. Shoulder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Event shoulder pain added. The case (B)(4), was found to be duplicate of this case therefore the case (B)(4), is marked for deletion and all information from deletion case was transferred to this case. Legacy device report num 2951250-2018-02839. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of erythema ('hand down to my side they get super red with bright white spot') and ovarian cyst ('cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced erythema (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful"), fatigue ("tired from essure") with somnolence, insomnia ("after removal I can't sleep"), musculoskeletal pain ("shoulder pain"), pelvic pain ("pain where coils located"), polymenorrhoea ("2 periods month"), genital haemorrhage ("I bled a yr and 3 months"), back pain ("lower back pain & stiffness"), musculoskeletal stiffness ("lower back pain & stiffness") and arthralgia ("hip pain") and was found to have weight increased ("went from a size 5 to 10 in jeans 128 ibs to 147"). The patient was treated with surgery (essure removal and ovarian cyst removal). Essure was removed. At the time of the report, the erythema, ovarian cyst, adnexa uteri pain, weight increased, fatigue, insomnia, musculoskeletal pain, pelvic pain, polymenorrhoea, genital haemorrhage, back pain, musculoskeletal stiffness and arthralgia outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, erythema, fatigue, genital haemorrhage, insomnia, musculoskeletal pain, musculoskeletal stiffness, ovarian cyst, pelvic pain, polymenorrhoea and weight increased to be related to essure. The reporter commented: this case referenced with plaintiff case number : (B)(4) cross referenced with plaintiff case number: (B)(4). It was reported that, "been so tired from essure all you did was sleep, now after removal hell I can't sleep. It's like I'm in my 20s again and don't ever go to bed" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Weight increased the following information was received from social media. Shoulder pain, pelvic pain female, polymenorrhoea, genital haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events added- lower back pain, musculoskeletal stiffness. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of erythema ('hand down to my side they get super red with bright white spot') and ovarian cyst ('cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced erythema (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("cyst on my life ovary the size of a baseball thanks of surgery is on 21st so painful"), fatigue ("tired from essure") with somnolence, insomnia ("after removal I can't sleep"), musculoskeletal pain ("shoulder pain"), pelvic pain ("pain where coils located"), polymenorrhoea ("2 periods a month"), genital haemorrhage ("I bled a yr and 3 months"), back pain ("lower back pain & stiffness"), musculoskeletal stiffness ("lower back pain & stiffness") and arthralgia ("hip pain") and was found to have weight increased ("went from a size 5 to 10 in jeans 128 ibs to 147"). The patient was treated with surgery (essure removal and ovarian cyst removal). Essure was removed. At the time of the report, the erythema, ovarian cyst, adnexa uteri pain, weight increased, fatigue, insomnia, musculoskeletal pain, pelvic pain, polymenorrhoea, genital haemorrhage, back pain, musculoskeletal stiffness and arthralgia outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, erythema, fatigue, genital haemorrhage, insomnia, musculoskeletal pain, musculoskeletal stiffness, ovarian cyst, pelvic pain, polymenorrhoea and weight increased to be related to essure. The reporter commented: this case referenced with plaintiff case number : (B)(4) cross referenced with plaintiff case number : (B)(4). It was reported that, "been so tired from essure all you did was sleep, now after removal hell I can't sleep. It's like I'm in my 20s again and don't ever go to bed." ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Weight increased. The following information was received from social media. Shoulder pain, pelvic pain female, polymenorrhoea, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.